Event description:
Synergy (B)(6) registry. It was reported that the patient died. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the mid left anterior descending (lad) artery with 90% stenosis and was 36 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilation and placement of 2.50 mm x 38 mm with synergy stent system. Following this post dilation was performed with 0% residual stenosis. Two days later, the subject was discharged on aspirin and clopidogrel. On an unknown date and month of 2021, the subject died. No action was performed to treat the event and the primary cause of death was unexplained death. It was unknown if autopsy was performed.

Manufacturer narrative:
Date of death: conservatively captured as (B)(6) 2021 per ctsenr. Date of event: used the first day of the month of aware date (B)(6) 2021, as event date was not provided. Initial reporter facility name: (B)(6).